Event description:
It was reported that when using the bd pyxis¿ es server patients not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, a technical support specialist checked with the customer and confirmed that the sample patient had crossed over. Called back and spoke with the pharmacy. User confirmed that the issue was no longer ongoing. Permission was received to close the case, and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server patients not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.